Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with 500cc mentor memorygel breast implants on or around (B)(6) 2014. The patient stated that she has been very sick since her devices have been implanted. The patient reported that she is barely functioning. As a result, the patient underwent bilateral explantation during an unspecified date in (B)(6) 2020. This report is for the first of 2 patient devices.